Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 36th and 37th distal stent wraps with struts raised. Deformation was evident to the distal tip, it was kinked and stubbed. The inner lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch guidewire due to blood/contrast in the lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an resolute onyx drug eluting stent to treat lesion in the proximal right pda. Tortuosity was mild. Lesion calcification was mild. Lesion stenosis was 78%. The lesion was pre-dilated. No damage was noted to packaging. The device was inspected with no issue noted. Negative prep was performed with no issue. The device did not pass through a previously-deployed stent. Resistance was not encountered and excessive force was not used during delivery. It is reported that the device failed to cross the lesion. It was not possible to implement the stent after using different techniques. Patient alive ¿ no injury. The device was replaced with a resolute onyx of the same size. Analysis of the returned device showed that the stent had been deformed.